Manufacturer narrative:
This report is submitted (B)(6) 2017.

Manufacturer narrative:
This report is submitted on december 07 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted (B)(6) 2016, and the patient was reimplanted with a new device.